Event description:
Customer reported that eight (8) erroneously low sodium (na) results were generated by the unicel dxc 600 synchron system following the automated weekly maintenance procedure. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested and yielded results within expectation. Some results were amended and reissued. It is not known if there were any changes to the patients' care or treatment related to this event. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) contacted the customer by telephone. No cultures of the system were taken or provided. The fse provided guidance for cleaning / bleaching the flow cell. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of eight (8) separate medwatch reports as the customer advised that eight (8) patient results were identified related to this single malfunction. Reference the below MDR numbers for all associated events: 2050012-2011-04630, 2050012-2011-04631, 2050012-2011-04632, 2050012-2011-04633, 2050012-2011-04634, 2050012-2011-04635, 2050012-2011-04637. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for additional reportable events.